Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced two events where introducer needle was found difficult to remove on (B)(6) 2024. Infusion sets were used for a few minutes. No further information was available.